Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Caller reported patient was admitted to the hospital as he has had blood going back into the infusion set cannulas and lots of e4 (occlusion) error messages. Caller stated they had a new order of infusion set cannulas last week and they have had to change the cannula either once or twice a day since. Caller reported as a result the patient has had elevated blood glucose levels. Caller stated patient was admitted to the hospital on saturday night and they were checking his blood hourly with the highest blood glucose reading of 33 mmol/l (594 mg/dl) and other readings from 3.8-27 mmol/l (68-486 mg/dl). Patient's normal blood glucose range was not provided. Patient was treated with a drip and monitoring and also treated for dehydration while in the hospital. No further information is available. Requested return of the alleged infusion set cannula for evaluation.

Manufacturer narrative:
Conclusion the complaint of the occluded headset cannot be verified, the material meets product specifications. Result the four returned unused head sets were visually tested and tests for flow and tightness were performed. All samples were found in accordance with product specifications. (B)(4) checked the retain samples by free flow and tightness test and they could not find any indication about the complaint reason. Further they could not find an occlusion. Additionally they checked their production documents without finding any deviations. The problem mentioned by the customer could not be reproduced.